Event description:
It was reported in 2004, the pt was temporarily surveilled on an intensive care unit after having experienced an overdose of baclofen subsequent to a contrast dye catheter imaging. The most recent dose of lioresal intrathecal was 2000 mcg daily. The pt experienced a fall in 2006. In the further course, he showed severe and painful spasticity attacks in the right leg. An x-ray showed a disconnection of the catheter system in the back area. On the following month, he underwent a lumbar punction, during this procedure, 1 mg lioresal was applied as a bolus directly into the liquor. About 30 minutes later, the pt showed relief of the leg spasticity, about 1 hour later, he experienced nausea and double vision. The lioresal pump was disconnected, a further lumbar puncture led to the aspiration of only 5 ml of liquor. The pt was transferred to the ICU. The pt was somnolent, but awakeable and oriented oxygen saturation about 95%, blood pressure 90/60 mmhg at a previously known hypotension. The pt showed a tachyarrhythmia. The physician described these events as overdose symptoms. The pt was transferred back from the ICU to the neurosurgeon. On two days later, he underwent surgery for the insertion of a completely new spinal catheter system. In the following days. He showed low muscular tone at the lower limbs. Lioresal dose was adjusted to 75 mcg daily. He also reported about burning paraesthesia of both legs with nightly pain experience, the suspicion of neuropathic pain was made. Lyrica was added as well as tramal and diazepam at night. With this treatment, the pt was doing well and was discharged on six days later. The outcome was reported as recovered.

Manufacturer narrative:
.